Manufacturer narrative:
See d4 expiration date, d10 and h4 complaint has been evaluated and is similar to previous report number 1644408-2020-00715; 533-08-048, s809 - trauma, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to fracture.